Event description:
According to the reporter: occurred post-operatively, following an exploratory laparoscopy, vesicovaginal fistula, and resection of recto-sigmoid colon. The stapler worked well during the procedure; the staple line looked good and the leak test was sufficient. The patient returned one week later with a staple line leak. Medical or surgical intervention was necessary; a colostomy was created. There will be an additional operation performed to correct the issue. Patient status is alive.